Event description:
It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. An unknown size taxus express2 stent was implanted in unknown lesion. The patient had been taking plavix and bayaspirin. The patient changed to another hospital and the new physician changed bayaspirin to bufferin. The patient developed an itch sensation, eczema, 'macula'. Bufferin was changed to bayaspirin. However, five days post the drug change, the symptoms have not changed. The relationship of the rash to the taxus express2 stent is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.